Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced bcva reduced and blurry vision and stated everything was blurry since surgery. Clinical reason being mentioned visual disturbances and mechanical complication. Yag procedure was completed. The patients condition was reported as undetermined and still waiting on ldd treatments. The surgeon's prognosis reported as good postoperative appearance. The iol was explanted and exchanged with an non-company lens in the secondary implant procedure. There was no further impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned in a specimen cup. Blood and solution was dried on the lens. The lens was cut in half, typical of insertion and removal. The optic had multiple small areas of starburst damage observed in the lens material, typical of damage caused by a yag laser procedure conducted post implantation. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The file indicated that the multifocal company lens with 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal 20.5 diopter lens. Due to the exchange for a 1.0 lower diopter difference lens and the change from a multifocal lens to a monofocal lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. Information was provided on the completed questionnaire that the patient had prior lasik surgery. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.